Manufacturer narrative:
Siemens filed initial 2432235-2021-00158 on 30-jun-2021 and supplemental 2432235-2021-00158_s1 on 08-jul-2021. Additional information (13-aug-2021): the siemens customer service engineer (cse) replaced reagent probe 1 plunger, checked the reagent probe 1 line connection, and primed it. Then the cse performed a reagent probe 1 and 2 volume check cycle, which were acceptable. The cse verified that the instrument was functioning correctly by performing a coefficient of variation (cv) check and running quality controls, both which ran acceptably. Siemens determined that the reagent probe 1 plunger was the cause of the discordant, falsely depressed tsh3-ultra (tsh3-ul) patient results. The component code and the investigation conclusions code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed thyroid-stimulating hormone 3-ultra (tsh3-ul) results were obtained on two patient samples on an advia centaur xp instrument. Calibration and quality controls were acceptable on the day of the event. A siemens field service engineer (fse) was dispatched to the customer's site. The fse observed bubble build up in the reagent 1 probe. The cause of the discordant, falsely depressed tsh3-ul is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed thyroid-stimulating hormone 3-ultra (tsh3-ul) results were obtained on two patient samples on an advia centaur xp instrument. The falsely depressed results were reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument, generating higher results that were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00158 on (B)(6) 2021. Additional information (15-jun-2021): a siemens field service engineer (fse) was at the customer site on 15-jun-2021 and performed a 100-cycles-sample pressure pump transducer test, which passed. The fse checked the sample probe to tip and to cuvette alignment and verified that the alignment was acceptable. Then, the fse cleaned the luminometer. The fse observed small bubbles in the reagent (r1) probe line above r1 probe and no bubbles were observed in reagent 2 (r2) and 3 (r3) probe. Next, the fse replaced the r1 (reagent) plunger, checked the r1 line connection, and primed r1. Alignments and volume check for r1 and r2 passed within specification. The fse also checked aspirate probes 1, 2, 3, and 4 and did not notice an issue. Tsh quality controls (qc) were run in replicates of 5, all qc passed. The cause of the discordant, falsely depressed thyroid-stimulating hormone 3-ultra (tsh3-ul) results is unknown. The investigation findings and conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.